Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that vessel dissection occurred. The 80% stenosed, long, simple target lesion was located in the non-calcified and non-tortuous left anterior descending (lad). Pre-dilatation was performed with 2.5x20 mm non- boston scientific balloon catheter. A 3.00 x 48 synergy ii drug-eluting stent was advanced for treatment and deployed at 14 atmospheres. However, intimal edge dissection of the distal lad was noted. Another 3.00x12 synergy stent was deployed to cover the dissection. The procedure was completed with post-dilatation of 3.5x15 non bsc balloon catheter. No further patient complications were reported, and the patient was status was stable. It was further reported that it was mildly tortuous target lesion. It was a flow limiting dissection noted.

Event description:
It was reported that vessel dissection occurred. The 80% stenosed, long, simple target lesion was located in the non-calcified and non-tortuous left anterior descending (lad). Pre-dilatation was performed with 2.5x20 mm non- boston scientific balloon catheter. A 3.00 x 48 synergy ii drug-eluting stent was advanced for treatment and deployed at 14 atmospheres. However, intimal edge dissection of the distal lad was noted. Another 3.00x12 synergy stent was deployed to cover the dissection. The procedure was completed with post-dilatation of 3.5x15 non bsc balloon catheter. No further patient complications were reported and the patient was status was stable.